Event description:
It was reported that the patient suffered a pericardia! Effusion due to a perforation on the posterior wall of the left atrium. The physician noticed the location of the needle on fluoroscopy and when trying to "pull back" there was no fluid. The perforation was confirmed with a biosense webster, inc. Soundstar? Eco diagnostic ultrasound catheter and transesophageal echo (tee) was also performed. A pericardiocentesis was performed and the fluid that was being removed was being returned to the patient. The caller does not know how much fluid that was. The caller confirmed the patient was hemodynamically stable throughout the entire procedure. The procedure was abandoned at the time and the patient was transferred to a floor bed for recovery and observation. The event occurred during the transeptal puncture that was performed using a brk transseptal needle from st. Jude medical. Pc-000834155 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).